Event description:
Sending supplemental report with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two segments of the lead severed 245mm from the terminal pin were returned for analysis. The returned portions were thoroughly inspected and analyzed. Testing was completed to assess lead electrical performance, and measurements were within normal limits. Visual inspection revealed proximal coil and distal spring electrode damage. There were smooth surface abrasions on the lead insulation that were not through the outer insulation, however there was insulation webbing damage beneath a portion of one of these surface abrasions approximately 117-135mm from the tip. This portion of the lead would have been located within the heart, and damage was consistent with a compressive stress placed on the lead body from the outside. The reported noise that was being oversensed was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to observations of noise that was oversensed causing pacing inhibition. Surgical observation found a fracture at the clavicle region. No additional adverse patient effects were reported.